Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Cause of peritonitis was unknown. The patient was hospitalized for 3 days for the peritonitis event. Treatment rendered was not reported. The patient was recovering from peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). This event is for the same patient as (B)(4). A review of all batch record documents was performed for potentially associated lot numberh13b18037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.